Event description:
The information received from the field states that this female patient was presented to the interventional lab for embolization of an aneurysm located in the right internal carotid artery (rica), as the physician was attempting to treat the aneurysm, he found a significant resistance past the hub of the microcatheter, with orbit coils. Please note that five microcatheters were used in the procedure, and the physician experienced the same difficulty. The physician was able to remove each delivery system from the mc and exchanged each mc over a guidewire without losing access to the target vessel. The procedure was successfully completed with another prowler mc and a combination of gdc coils and orbit coils. There was no reported injury to the patient. After product analysis was performed on the returned product, it was found that ptfe was found to be loose in the microcatheter, which may have caused the resistance experienced by the customer. Therefore, this is being reported as a product malfunction under the medical device reporting guidelines.

Manufacturer narrative:
It was reported that resistance was encountered past the hub when inserting multiple orbit coils into multiple cordis prowler microcatheters. The coils were able to be removed from the microcatheter without loss of target site. There are no identified patient or procedural factors contributing to the report of the reistance encountered inserting the coils into the prowler select lp es. A non-sterile prowler select lp was received coiled. The microcatheter was flushed and a big clot of some dried blood traces was discharged. No resistance was experienced during insertion/withdrawal with an agility lab sample. A resistance was experienced with an orbit lab sample at 30 cm from hub; however, the coil could be advanced through the microcatheter, but it got stuck at approximately 49 cm from microcatheter's hub. No resistance was experienced during withdrawal. The microcatheter was split and some loose ptfe was found at 31 cm approximately from hub. This condition could have been caused during the split of the microcatheter. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Insepctions are in place to prevent damaged microcatheters from leaving the facility. Failure was confirmed. Caused of the reistance inner lumen with the microcatheter appeared to be due to the loose ptfe found inside of it. The cause of this condition could not be conclusively determined. This is the first of three products involved with this event which is associated with mfg. Report# 1058196-2006-00147, -00148, and -00149.